Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's (B)(6) was revised due to pain and subsidence of the tibial baseplate. No allegations were made against the revised insert, confirmed by the rep intra-operatively. A size 3 triathlon baseplate and triathlon 3x13 ps insert were revised to a triathlon universal baseplate and 3x12 ps insert.